Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Unknown when pain started or when device broke. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient felt sudden pain. She was not able to walk. On x-ray it was found that the distal femur plate was broken. Breakage was close to the screw hole. It was removed but discarded by the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional updated information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 15. December 2015: statment of x-ray specialist received and can confirm the plate breakage from medical professional.